Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide the customer must properly cycle the cartridge. Per the user guide the customer must wear the cartridge facing down when in use.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly the customer not properly cycling the cartridge, and not wearing the cartridge facing down. Tandem clinical support informed customer that not properly cycling the cartridge and not wearing the cartridge facing down, is off label per the user guide. Customer¿s blood glucose (bg) level was 512 mg/dl. Elevated blood glucose levels were addressed by manual insulin injection.